Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that threshold suspend did not alarm when blood glucose dropped to 39 mg/dl. Customer treated low blood glucose with food. Customer was not sure of reason for low blood glucose. Sensor was reviewed and it was found that threshold suspend had been turned off. Customer received assistance in with programming threshold suspend at 60 mg/dl. Drive support cap was recessed. Customer declined troubleshooting for low blood glucose.